Manufacturer narrative:
Evaluation method - work order search. Results: a work order search was performed and there were no similar records found within the work order.

Event description:
It was reported that lens is too stiff inside the cartridge and the customer is having difficulty advancing the lens through it. There was no patient contact or injury. The reporter believes the cartridge may be a hair too small.